Event description:
Philips received a complaint on the heartstart xl+ defibrillator showing an issue with the battery. The field service engineer (fse) visited onsite and evaluated the device. It was determined that the battery issue was due to a low battery. The battery was replaced, and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.